Event description:
A report was received via a literature article published by advances in interventional cardiology reporting "atrial fibrillation following shockwave intravascular lithotripsy." (Doi: https://doi.org/10.5114/aic.2025.151701) a patient who underwent shockwave intravascular lithotripsy (ivl) for coronary calcification experienced atrial fibrillation (af) several hours post-procedure. This case involves a 75-year-old woman who was admitted for pci to address severe calcific stenosis in the right coronary artery (rca). Pre-procedure, coronary angiography confirmed significant narrowing. During the intervention, a hybrid coating guidewire was advanced to the distal rca via a 6f jr4.0 guiding catheter. Optical coherence tomography (oct) revealed under expansion of a previously placed stent with a minimum lumen area of 1.67 mm, along with significant stenosis in the proximal rca. Given the heavy calcification, a decision was made to utilize coronary shockwave intravascular lithotripsy. Pre-dilation was performed using a 3.5 × 12 mm non-compliant balloon inflated to 20 atm to facilitate balloon positioning. A 2.5 × 12 mm balloon (shockwave c2+) was introduced, and 6 cycles of 10 pulses each were delivered to the middle and proximal rca segments to fragment calcified deposits. Following lithotripsy, the lesion was further dilated with a 4.0 × 20 mm non-compliant balloon inflated to 20-26 atm. Subsequently, a 4.0 × 18 mm drug-eluting stent was implanted in the proximal rca at 16 atm, achieving optimal expansion as confirmed by oct. Despite procedural success, the patient developed chest pain and dyspnea several hours later; her electrocardiogram revealed atrial fibrillation, which was successfully managed with amiodarone. The case highlights that while shockwave ivl is effective for treating calcified coronary lesions, it can rarely induce arrhythmias, including delayed af, likely related to ischemic or electrical disturbances during the procedure. It also noted that ivl is generally effective for fragmenting calcified deposits during pci, it can rarely induce arrhythmias by causing cardiac depolarization during impulse delivery. In this case, delayed af may have resulted from ischemic injury or electrolyte disturbances rather than direct electrical effects. Healthcare providers should be aware of this potential delayed arrhythmic risk associated with ivl and monitor patients accordingly.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the post operative arrhythmia could not be definitively determined based on the information available. There was no malfunction of the ivl device reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.